Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive sleep/wake button, requiring placement on a charger to power on, with the user previously needing to press the button forcefully. Symptoms included no device alerts or alarms and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education on proper button use, instructions on device shutdown, and confirmation that data would not transfer to a replacement device if issued. Investigation of this case revealed that the device wake button functioned normally upon subsequent use, consistent with intermittent button actuation and potential user-induced stress on the button interface. It was concluded, based on previously established findings for similar reports, that the cause was user technique and could not be fully determined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.